Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a ((B)(6)-year-old child) customer who¿s receiving a "replace sensor" error message after 11 days of wearing the adc freestyle libre sensor. It was further reported that on (B)(6) 2019, the customer experienced ¿hyperactivity, agitation, frequent urination, and high acetone¿. The customer was treated with an unspecified fast-acting insulin injection by his caregiver and no further treatment was reported. There was no report of death or permanent impairment associated with this event.